Event description:
It was reported that the insulin pump was exposed to moisture when the customer had gone boating and water dripped onto the device. The blood glucose reading was 147 mg/dl. The customer reported that the insulin pump also alarmed motor error. She stated that a soaking baby was held over the insulin pump. She observed fluid under the display screen. She noted that there was a crack on the screen's upper right hand corner along the top of the device. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.